Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize a closed door." The device experience door not fully latched messages which is likely what the reported symptom if referring to. Evaluation found the upper/lower door hooks to be out of specification which caused the reported symptom. The device was reworked to correct this condition.